Manufacturer narrative:
The vendor evaluation revealed that the outer tube, distal tip fiber, and lenses were damaged. The most likely cause for the condition observed is use error by means of impact to the device during use or during reprocessing/cleaning. The complaint is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-3355-4031 scope tip broke-off of the scope head. This was discovered during an arthroscopic procedure. Additional information requested.